Manufacturer narrative:
Aortic aneurysms with modular and unibody type endografts akkaya bb, ünal EU, kiris es, özbek mh, civelek I, basar v, askin g, tütün u, iscan hz acta cardiol sin 2021;37 (4) pp. 386 393 doi: 10.6515/acs.202107_37(4).20201125a. If information is provided in the future, a supplemental report will be issued.

Event description:
Modular type endografts consisting of endurant ii and non mdt stent grafts were implanted in 66 patients for the treatment of abdominal aortic aneurysms. Another 64 patients also received a non mdt unibody type stent graft. In the modular group, the following malfunctions were observed; type ia endoleak, type ib endoleak the following serious injuries were observed; renal injury, occlusion, myocardial infraction, secondary intervention patient deaths were reported but there is no causal link that an endurant stent graft caused or contributed to a patient death.